Event description:
''Drill broke off while pre-drilling a pin hole. The procedure was completed using replacement. All broken parts have been completely removed, for data protection reasons, no information of the patient is possible.''.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon drill bit was reported. The event was confirmed via evaluation of the photographs provided. Method and results: product evaluation and results: visual inspection: the device was not returned, however, photograph were provided for review which indicated the device has fractured mid way up the drill bit. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other similar events for the lot referenced. Conclusions: it was reported that the drill broke during surgery. The device was not returned, however, photograph were provided for review which indicated the device has fractured mid way up the drill bit. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
''Drill broke off while pre-drilling a pin hole. The procedure was completed using replacement. All broken parts have been completely removed, for data protection reasons, no information of the patient is possible.''